Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a recent weight loss, the patient's ipg is protruding and patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.